Manufacturer narrative:
The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test (pressure test and clear passage) were performed and the results were satisfactory. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set did not allow the flow of an unspecified medicine. It was further described as 'did not pass the air chamber'. This was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.